Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient seemed very confused and hard to understand at the time of report. It was noted that the patient had a refill on (B)(6) 2014. It was reported that on (B)(6) 2014, the patient was very sick and saw a healthcare provider (hcp). It was reported that during the weekend the patient symptoms got worse. It was noted that on (B)(6) 2014, the patient ended up in the hospital. It was reported that on (B)(6) 2014, the patient went to their primary hcp. It was noted that the patient went to a pain hcp on (B)(6) 2014; conflicting information reported later indicated that the patient did not know if it was (B)(6) 2014. It was reported when the patient woke up on ¿(B)(6)¿ she was very sick. It was reported that the patient tried to reach the hcp. It was noted that the patient went to their primary hcp on (B)(6); everything looked ok except patient¿s sugar level. It was reported that the patient¿s hcp told the patient it could be because the stress of patient. It was noted that the patient got worse through the weekend and ended up in the hospital on (B)(6). It was reported that the patient thought she was overdose. It was noted that the patient had symptoms of cold sweats, headache and hands hurt. It was reported that the patient saw an hcp ¿(B)(6)¿ and the ¿hcp asked patient if she thought she was going through withdrawal.¿ it was noted that the patient got lab work and everything looked fine except her sugar. It was reported that the patient went to the pain hcp on ¿(B)(6)¿; conflicting information later reported that she doesn¿t know if it was ¿(B)(6).¿ it was noted that the patient was referred to another hcp, but the hcp would not take the patient¿s case. It was reported that the patient has had ¿a lot of other problems.¿ it was reported that the patient¿s pump was ¿way over due.¿ it was noted that when the pump was interrogated it they said the battery is still going. It was reported that the patient¿s pump was currently used to infuse dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n085280, implanted: (B)(6) 2006, product type accessory. (B)(4).

Event description:
Additional information was received and it was reported that the patient went to the ER (emergency room) after the pump refill. The patient stated that at the time of the event she thought she was in overdose, but later stated that she was actually in withdrawal. The patient also stated that she was told last august (2013) by her hcp (healthcare provider) that her pump needed replacement. On (B)(6) 2014, the patient¿s hcp (healthcare provider) confirmed that the pump had reached eos (end of service). The patient was looking for an hcp to replace the pump. As of the date of this report, the patient was taking oral medication (1-2 4mg tablets of dilaudid every 2 hours) and was using fentanyl patches. The patient was going to be getting a spray for under her tongue which she hadn¿t received yet.